Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump self-test was failed. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. The customer's parent also reported that the insulin pump had blank display and returned after troubleshooting. The customer's parent was reported that the insulin pump screen went blank after menu was pressed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.